Event description:
It was reported that an alert for low, out of range high voltage lead impedance was received via a merlin.net transmission. Isometric testing was recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.